Event description:
The pt called lifescan and alleged the one touch profile meter was reading inaccurately erratic. The readings were 160 mg/dl, 280 mg/dl and 354 mg/dl taken in 10 minutes. The pt did not have symptoms of high or low blood glucose or receive medical treatment. The customer care rep performed troubleshooting and the readings do not meet the criteria for accuracy. However the troubleshooting could not be completed because error 2 was on the display and could not be cleared. The event is reported as a product malfunction. The meter and test strips were replaced and return is expected.